Event description:
In may 2002, it was reported that the patient was being monitored because patient's skin flap was thinning. Nine days later, it was decided to schedule revision surgery. In june 2002, the patient underwent repositioning surgery. The device remains implanted.